Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a total knee arthroplasty procedure on (B)(6) 2016 and suture was used. The procedure was completed normally. Two weeks after the surgery the patient had a dehiscence from the fascia to the skin level. The patient was brought back for a washout. Additional information has been requested.

Manufacturer narrative:
Corrected information: it was reported that this is not an ethicon product therefore this medwatch is being voided.